Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access as obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous vessel below the knee. A 175cm non bsc guide wire was placed and a 1.5mmx20mmx142cm coyote¿ es balloon catheter was advanced but was unable to cross the lesion. An attempt was then made to perform dilation at the site where the device was able to advance however the balloon ruptured. The procedure was completed using a 1.5mmx15mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with blood in the lumen. The balloon was loosely folded. The inner shaft had buckled 17mm from the tip of the device. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection revealed a pinhole in the balloon material, 15mm from the tip of the device. Microscopic inspection found no irregularities with the proximal bond of the device. Microscopic inspection found no irregularities or defects on the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access as obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous vessel below the knee. A 175cm non bsc guide wire was placed and a 1.5mmx20mmx142cm coyote¿ es balloon catheter was advanced but was unable to cross the lesion. An attempt was then made to perform dilation at the site where the device was able to advance however the balloon ruptured. The procedure was completed using a 1.5mmx15mm non bsc balloon catheter. No patient complications were reported and the patient's status was good.